Manufacturer narrative:
Tw (B)(4) the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during endoscopic radial harvest and half way through the vasoview hemopro 2 ligating forcepts failed. The jaws stopped working and would no longer ligate the vessels. They remove them and clean the surface and tried again however, the issue remained unresolved. Both lights on the power supply were on and it was working as per normal as when the used a new hemapro, it worked well. Power setting at 3. There was an audible beep during activation when the difficulty cutting branches occurred, the toggle was pulled back and click was felt. The device completed the 15 second activation cycle and paused. There was a delay while the power cord and energy device were changed. New device was opened. The ligating jaws on the new kit worked well. There was no patient harm.